Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The irritation was described as red and under all the of therapy pads. The patient reported the skin was weeping. The patient has no known allergies. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician. The patient was prescribed gentalin beta creme by a medical professional. Follow up indicated the irritation improved.